Event description:
It was reported that a 79 yo male, initial right knee implanted on (B)(6) 2002, had loosening of joint space over time, and was revised on (B)(6) 2022, approximately 20 years 4 months post the initial procedure. Pt had a 13mm poly implanted. Only sizes 13mm, 15mm, and 30mm were available from exactech. 15mm was too loose and the 30mm was just too big. Surgeon had to pull everything and revised using competitors devices. Patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Concomitants: 204-01-02, 7329981 - ps cemented femoral sz 2; 200-04-23, bdfwn - cemented finned tib. Tra sz 2f/3t; 200-02-35, 0329818 - three peg patella 35mm. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for instability cannot be conclusively determined; however it is most likely related to patient conditions.